Manufacturer narrative:
Results: the ruby coil had bends along the length of the pusher assembly. The pet lock was intact. Offset coil winds were present along the length of the embolization coil. The embolization coil distal tip was measured with a snap gauge (an 0789) and was found to be within specification. Conclusions: evaluation of the returned ruby coil revealed offset coil winds along the length of the catheter. If the introducer sheath is not properly seated in the hub of the microcatheter, resistance may be experienced and damage such as offset coil winds may occur when advancing. Continued attempts to advance the coil forcefully against resistance may cause additional offset coil winds. The customer also reported that the distal tip was too large to fit into the hub of a lantern which could not be confirmed. The coil was able to advance into a demonstration lantern without issue. The distal tip was measured to be within specification. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician implanted the initial ruby coils into the target vessel. While attempting to advance another ruby coil through the lantern, the physician experienced resistance; therefore, the ruby coil was removed. The procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.